Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons required multiple presses to elicit a response. The reporter denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad cover was returned peeling at the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive; the contrast button responded appropriately. Evidence of contamination was found under all key contacts.